Manufacturer narrative:
Other, other text: b3: date of event and d4: UDI section are unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device screen was damaged. Patient involvement is unknown.

Manufacturer narrative:
Device evaluated by manufacturer and h6. Evaluation codes: updated. One device was received in poor condition. Per visual inspection the front cover had scratches, microswitch was bent, liquid crystal display (lcd) had liquid crystal leakage, line cord was faded, enclosure was cracked under the quick connect, quick connect was corroded. Visual inspection revealed the lcd to be damaged. The complaint was confirmed. The suspected root cause was a broken lcd display with ink leak due to physical impact possibly from being dropped. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. No action taken due to the condition of the device. It was deemed beyond economical repair and was scrapped.